Event description:
Tap. It was reported that 83 days after implantation of a 3.0x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target, "tubular," lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was not reported that the lesion was pre-dilated. A 3.0x32mm taxus stent was deployed at 15 atm in the lad in the region of the lesion. The stent was post-dilated with a 2.5x20mm maverick balloon. A post-intervention residual stenosis of 0% was reported. The pt received heparin during and plavix after the procedure. It was reported that there were "no complications." The intervention was noted to be "successful." The pt presented 83 days after the initial procedure with a 60% in-stent restenosis in the mid lad. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.75x15mm maverick balloon. A post-intervention residual stenosis of 0% was reported. The pt received heparin and nitroglycerin during the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.